Event description:
It was reported that a cartridge alarm 1 occurred with multiple cartridges during bolus deliveries. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 160 mg/dl.